Manufacturer narrative:
The bolus and esc buttons on the insulin pump had intermittent button response due to flattened dome switch. The device had minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, and cracked reservoir tube lip.

Event description:
Customer reported via phone, the insulin pump wasn't working as none of the buttons were responding. Customer's blood glucose was 119 mg/dl. Customer wears the device on his belts or he puts it in his pajama pocket. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.